Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma -late.

Event description:
Physician additionally reported "small layer of intracapsular periprosthetic fluid, intracapsular folding and microcysts".

Manufacturer narrative:
Continued e.1: phone number: (B)(6), continued e.1: postal code: (B)(6).

Event description:
Physician reported, right side implant rupture. Diagnosed via ultrasound and MRI. The device remains implanted.